Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient presented 56% saturation, with pneumobadder leak, hypersalivation with gurgling, the ventilator alerts inability to deliver tidal volume. When reviewing orotracheal tube 8.0, the doctor decided to make a changed, left with tube number 8.5 fixed to the corner of the mouth at 28 cm, a mechanical ventilator was connected, saturating 86%.